Event description:
It was reported that prior to an unknown procedure the sterile package was broken before using. Changed to another one to complete the procedure. No patient involved. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Results: external cause complaint indicated that package was broken. A single sealed package was returned with no individual or sales unit carton. Visual inspection confirmed that the rigid blister was broken and still adhered to the tyvek lid. An impact point of damage was found on the blister so it appears that the blister was struck by an object causing serious damage. The package may have been stored outside of its protective cartons and became damaged during handling or storage external to the packaging facility. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.